Event description:
The nurse reports the unometer safeti open/close lever is in the closed position (in order to measure urine output) however, after one hour it is observed the measurement chamber is empty; urine flows into the collection bag making it impossible to obtain the urine measurement.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. There were no reports of the patient being harmed as a result of the malfunction. Should additional information become available, a follow-up report will be submitted. This complaint involves two devices, therefore a separate FDA form 3500a will be drafted for each device.